Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse replaced the generic cart controller (gcc). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In artemis, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The gcc was installed onto a golden system where the video issue was triggered indicating fault on the board. The unit could not communicate with system, replicating the reported event. .

Event description:
It was reported that during a training/demo of the da vinci system customer encountered a mixed software message. There was no report of patient involvement.